Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 9/13/95 and removed on 9/4/96 due to a "malfunction." In the received info the md stated that the nature of the "malfunction" was an "abrupt fluid loss." During surgery the reservoir and the cylinders were noted to be empty. The md further stated that there were nothing apparent in the pt's history that would have contributed to this occurrence. Qa was unsuccessful insecuring the explanted prosthesis for eval. Without the benefit of analyzing the explant, qa is precluded from the confirming any observations and preculded from commenting on the condition of the presothesis. Should the explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures.

Event description:
The device was removed due to a "malfunction." The entire device was removed and replaced with a co's 3-piece inflatable penile prosthesis.